Manufacturer narrative:
The reported event of the v-setscrew could not be tightened to secure the v-lead in the connector was confirmed. Analysis revealed that the user/physician had unknowingly screwed the v-setscrew out of its connector block socket, and up inside the v septum. This occurred due to improper wrench insertion, which prevented the user from knowing if the setscrew was being turned and how turns were being made. Once the setscrew was rotated out of the socket it fell out of position where it could no longer be re-engaged or tightened with the torque wrench. The setscrew was placed back into the socket and successfully tightened onto test leads, which were held securely within the connector during lab testing. This anomaly is user-related and resulted from incorrect use of the wrench by the user/physician.

Event description:
It was reported that the patient presented for a pacemaker implant procedure. During the procedure, it was noted that the pacemaker's set screw stripped. The pacemaker was not used and replaced during the procedure. The patient was in stable condition.